Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# lb0443, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that a patient had a suspected brain hemorrhage about two days ago. It was reported that the patient was in the intensive care unit. It was unknown whether the possible hemorrhage was device related. The healthcare provider requested compatibility information for an MRI scan.